Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka). Reportedly, the customer required assistance to treat dka. Blood glucose level was not provided. No additional information was provided.